Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/19/2024, a sales representative reported via (B)(4) that an ar-9091-31 hindfoot nail, impaction rod, had the nail inserted in the jig of an ar-9091-01 hindfoot nail targeting guide. While putting it through as instructed, it caused a thread and broke. This was discovered during a procedure, with no reported patient harm. Additional information was received on 6/25/2024: this was discovered during a revision ttc fusion procedure on (B)(6) 2024. The case was completed with the surgeon using their ttc nail. Threads of impaction rod remained in the jig. There was no delay caused by the breakage. No adverse effects on the patient.

Manufacturer narrative:
Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Complaint allegation is confirmed. One unpackaged ar-9091-01 hindfoot nail targeting guide lot number: 5572034 was received for investigation. Visual evaluation noted that the device was damaged where the impactor pad gets attached, the threads were stripped and there were dents and impaction marks. It was further noted that a piece of the impactor pad remained in the device. Visual evaluation also noted cracks near where the nail attachment arm is inserted. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces when impacting.